Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide additional initial reporter information (see section e1), update device evaluated by manufacturer (see section h3),and correct the result code (see section h6).

Event description:
Additional information was received and it was reported that during a transesophageal echocardigraphy (tee) procedure, the system exhibited a usacquistionhw_31 error. The transducer was removed and the system was rebooted, causing a delay of perhaps five minutes. The system reboot cleared the reported error. The transducer was reinserted to continue and complete the tee. The procedure was not repeated because there was no loss of data. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the investigation of the complaint device could not be completed since the product was not returned. However with the information provided, it was determined that the probable cause of the image dropout (cable electrical open) was due to cable assssembly manufacturing process variance and/or insufficient cable mechanical reliability. A CAPA is in process for this issue.